Event description:
Philips rec'd a report from a customer that footplate hook of the stitching pt support did not hold the footplate. The foot plate dropped down and hit the operator's foot resulting in a broken toe.

Manufacturer narrative:
When investigation is completed, a f/u report will be sent to the FDA. (B)(4).